Event description:
It was reported that when using the bd pyxis¿ medstation¿ es mtnvwndpx1 wound care pyxis was not connecting to the pyxis server. The c: drive was full, and the user was unable to dial in via remote smart service. Attempted to clear disk space remotely from the server were unsuccessful, and the clean disk package was delayed. This issue had occurred multiple times on this device. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drive c was found to be full. A field service engineer fse found that 10 gb of disk space was consumed by structured query language (sql) error logs. Error logs older than seven days were deleted, freeing approximately 7 gb of space, and the station was restarted. Following the restart, the application failed to launch due to a database error, and the database was found to be in a suspect state. Then the fse reimaged the station with a new hard disk, the network was configured, obsolete files were removed, and remote support services (rss) files were reloaded. Rss update services, agent, and component manager were configured, antivirus version 12 was deployed, credential management and managed services were updated, synchronization was completed, and the application was configured to start automatically. The fse confirmed that the station was online and up and running. The system functioned as intended after the field service engineer troubleshot the device.